Event description:
It was reported on (B) (6) 2009 that the healthcare facility allegedly experienced an electrical problem between the firststep select power cord and the wall outlet in which it was plugged into. There was no report of an injury to the pt or hospital staff.

Manufacturer narrative:
The unit was returned to kci quality engineering and a device evaluation was performed. Evaluation of the device revealed that the power cord plug had been damaged. The neutral prong for the power cord was missing and the area where it had been was scorched in appearance. Both the ground prong and the line prong remained intact. No other damage was noted to the unit. The unit was tested per quality control procedures on (B) (6) 2009, prior to delivery to the account, and the unit met specifications, including inspection of the power cord for damage.